Event description:
A report was received that the patient was experiencing worsening neck pain. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that worsening of neck pain was not device related. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing worsening neck pain. The patient will undergo a revision procedure wherein the ipg will be replaced.